Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0210016571, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported impedances were greater than 4 ,000 ohms on all electrodes except 0 and 1 during a follow up appointment on (B)(6) 2015. The patient had not experienced any change in their incontinence and reported no sensation from the programs. They felt sensation from the implantable neurostimulator (ins) on programs using electrodes 0 and 1 only. An x-ray taken indicated the lead was not fully inserted into the ins. A revision of the lead was therefore done. The setscrew of the ins was loosened and the lead was reinserted into the ins fully. The setscrew was retightened and impedance testing was done. All measurements were less than 4,000 ohms. The ins and lead remained implanted and the patient reported sensation from the programs post-operatively. The issue was resolved.